Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that biplane indicating that the b tube failed to expose. Review of the logfiles showed shows malfunctioning lateral ip-pc. Malfunction can be confirmed, most likely cause is disk (bay) or dimms or psu or empty battery. The philips field service engineer (fse) went onsite and confirmed that the reported problem. The defective part was returned for analysis, the failure analysis of the ip pc revised ii no hdd showed that there was no failure observed. However, to resolve the issue fse replaced both ippcs and all 6 hdds. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to make exposures. The free disk space was low and had deleted all old studies, but this did not fix the issue. The system was in clinical use and no user or patient harm has been reported. The field service engineer inspected the system onsite and replaced both image processing pcs and all hard disks, this returned the system to use in good working order.